Manufacturer narrative:
Image review: the returned image shows the stent deformation as reported by the account. The distal portion of the stent is stretched and overlapping the distal tip of the device. (B)(4).

Event description:
It was reported that the physician intended to use a resolute integrity drug eluting stent to treat a lesion located in the trunk of the proximal left main coronary artery. The target lesion was reported to be severely calcified and severely tortuous. No other abnormalities were reported in relation to anatomy. No damage noted to packaging, i.e. Shelf carton, hoop/tray and no issues were noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues. The lesion was pre-dilated. It was reported that stent deformation of the resolute integrity occurred during positioning/ advancement. The stent did not pass through a previously deployed stent. Resistance was noted while advancing the device to the lesion and no excessive force was used. The procedure was completed using a non-mdt stent. The patient did not suffer from a stemi. Patient's current status is good.

Manufacturer narrative:
Evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications, a portion of the stent was pulled distally past the dist al marker band. Deformation was evident all except the 11 most proximal stent wraps, with struts stretched, bent and overlapping. The distal tip was kinked. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it is reported that stent displacement during catheter sheath removal occurred. The displacement occurred during the removal of the resolute integrity stent from the guide catheter sheath after positioning difficulties and stent deformation were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.